Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery and inner straight catheter were positioned in order to select a vein for the left ventricular (lv) lead. When the physician removed the inner catheter, the radiopaque tip got lost and lodged into coronary sinus. The tip at the time remained in the left lung. The patient is being observed and will follow up. No further patient complications have been reported as a result of this event.